Event description:
It was reported that the left ventricular (lv) lead had dislodged. The lv would not capture at any output. Upon further investigation with fluoroscopy, confirmed the lead had pulled back into the superior vena cava (svc). The lv lead was explanted and replaced. There were no adverse health consequences to the patient.